Manufacturer narrative:
Additional information was added to h4: and h6:. H4: lot manufactured between august 05, 2020 to august 06, 2020. H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was discarded. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse. It was further reported there were no issues with the peripherally inserted central catheter (PICC) line. This issue was identified after use. The device had been filled with flucloxacillin 8000mg and citrate buffer in 230ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.